Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on presenting and stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.